Event description:
Number 7.0 ett tested cuff for balloon inflation while in package. Inflation successful, deflated and given to physician for placement. Successfully placed. Ten minutes later after tube taped in place by respiratory therapist, cuff lost pressure and would not hold seal. Pt extubated by physician and reintubated with a number 7.5 ett after checking cuff inflation prior to intubation. Reintubation done per physician. Pt continued with elective paralysis and bagged by respiratory therapist.